Event description:
The customer reported that the device failed opcheck for the therapy cable several times. There was no report of pt involvement

Manufacturer narrative:
Philips evaluated the device and verified the reported symptom. There was an incomplete electrical connection between the therapy cable and the therapy port. Replacing the therapy cable and the therapy port resolved the issue.